Manufacturer narrative:
(B)(4). Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery for removal of a broken 10mm/130 deg ti cann troch fixation nail 360mm/left-ster on (B)(6) 2017. Initially the patient fell and fractured her hip, for which a 10mm/130 deg ti cann troch fixation nail 360mm/left-ster was implanted in (B)(6) 2017. The patient suffered from seizure and fainting disorders and on account of this she sustained another fall breaking her nail through the helical blade hole in the nail. The broken nail was removed during the revision surgery without incident along with an intact helical blade and two intact unknown locking screws. The femur was reamed to a larger size and an 11x360, 125 degrees, left tfn was implanted successfully. There was no surgical delay and the patient was stable after the surgery. Concomitant medical products: unk - nail head elem: tfn helical blade (part # unknown, lot # unknown, qty # 1), unk - screws: locking: trauma (part # unknown, lot # unknown, qty # 2). This complaint involves one (1) device. This report is for a nail. This is report 1 of 1 for (B)(4).